Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed discrepant neutrophil patient results while using the cell-dyn 3700 analyzer. The following data was provided for the patient. Sid (B)(6) initial 0.00 (0.00%), repeat 8.46 (88.6%). No impact to patient management was reported.

Manufacturer narrative:
The customer stated that the cancer patient population tested by the cancer center runs abnormal differential results. Further issue review showed that for the affected test, the neutrophils were misclassified as monocytes and basophils; however, the instrument also generated multiple flags [vlym/blast, dflt(ne)], and dispersional data alerts for neutrophils, monocytes, and basophils. The flagging generated for the abnormal results required further verification. An abbott customer support specialist was dispatched to the account and proactively replaced the flow cell assembly [woc flow cell assembly with mounting plate (part 8921145201)] and the optical bench assembly [optical bench assembly, cd3500-3700 (part 8921166002)]. No damaged parts were reported. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate and the product labeling includes instructions that further verification is required for the observed abnormal results flags generated. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.